Manufacturer narrative:
The actual set was discarded by the customer. However, baxter will continue to monitor similar reports for possible trends. Should significant information becomes available, a follow up report will be submitted.

Event description:
A home patient (hp) initially contacted baxter to report a leak in a solution bag. However, at the time of this call, the hp reported having a previous peritonitis infection. This info was forwarded to global pharmacovigilance for further investigation into the peritonitis infection against the solution bag. Reportedly, the home patient presented with fever, abdominal pain, and cloudy effluent. A gram stain was performed and a gram negative organism was identified as the cause of the infection. The home patient's nurse could not recall the specific bacteria, however, she stated it was "animal related". The patient was treated with vancomycin (intra-peritoneal/ip) and gentamicin ip. There was no exit site or tunnel infection resulting in contamination. The patient did not use any of the leaking solution bags reported in related complaint. Additionally to the peritonitis, the patient has reported a three week history of dizziness (starting sometime in 2007). While being evaluated for renal transplantation, a small aneurysm was discovered in this patient. The pt was undergoing an angiography prior to surgical repair. The nurse did not feel the dizziness or the aneurysm was related to the peritoneal dialysis solutions or equipment. Per the nurse, the etiology of the dizziness was not the aneurysm, but possibly meniere's disease. No add'l info provided to baxter.